Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, red particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a side unspecified rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: old implant was found to be ruptured.

Event description:
Healthcare professional reported a side unspecified rupture. The device has been explanted.